Event description:
Customer report that a donor unit was released as b, rh-negative. The facility that received the unit, typed the unit as b, rh-positive. Upon return of the unit, the customer typed the unit as weak d positive. The customer states that the root cause was the inexperience of the two new technologists performing the typing and not being able to recognize a very weak, weak d reaction at the antiglobulin phase.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. Reagent red blood cells of various rh phenotypes, including weak d, were tested using retention anti-d series 4, lot 504660; expected reactivity was observed.